Event description:
The physician reports that the crystalens flipped when exiting the crystalsert lens injector system. Intervention was performed in order to remove the lens and suture the incision. A second crystalens was implanted successfully and the patient's prognosis is good. Reference MDR#2031924-2009-00159.